Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(6) 2015 with the following findings: during testing, evidence of contamination was found under all the keypad button contacts. The battery compartment was found to be cracked. Additionally, the keypad cover was returned peeling. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed evidence of contamination under key contacts and damage to the battery compartment. This report is made based on results of investigation completed on (B)(6) 2015.